Event description:
It was reported that the plastic trocar had the tip broken off and the customer continued with the damaged device to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.